Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed "air in line" within few seconds of pressing the "start" key to initiate infusion. During education on proper set loading technique it was noted clinicians did not perform the "thread it through" step. This issue was observed by bd representative during site visit. There was patient involvement but no harm.